Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 20 years ago. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial hip arthroplasty approximately 20 years ago. Subsequently, a revision procedure was planned due to dislocation; however, the procedure was cancelled due to patient condition. No revision procedure has been reported at this time. No further information has been provided.